Event description:
The pt contacted lifescan alleging that their one touch basic enhanced meter was reading inaccurately high. The medical affairs specialist mailed a letter since the pt could not be reached. While experiencing slurry speech, the pt obtained a 243 mg/dl. Their family member administered 10 units of insulin following the test. Twenty minutes later, pt's words were becoming more slurred. A second test was performed and a result of 177 mg/dl and obtained on the reported meter. The pt's family contacted the paramedics. They arrived 15 minutes later and a result of 43 mg/dl was obtained on the emt meter. They were administered glucose to elevate their blood glucose level. The pt had used a damp towel to clean thier hands before testing. It is unknown if the towel was clean. The pt did not allege harm. The pt experienced a hypoglycemic symtom, while they obtained a relatively high blood glucose reading. Their symptom worsened based on the treatment administered. Also, the blood glucose obtained on their meter was significantly different than the emt meter reading with the short period of time. The customer care representative walked the pt through a check strip and control solution test and the result fell within specifications. Although the quality control tests were within specifications, there is an indication that the meter readngs were not accurate, and the event meets the criteria for a medical device reportable due to the adverse event. The meter was replaced.